Event description:
I have used fixodent and poli-grip since 2004, until now (2009). While using fixodent and poli-grip, I began experiencing numbness, tingling and burning in my extremities. In 2008, I was diagnosed with peripheral neuropathy. My neuropathy is permanent and requires continued medical care and treatment. Dose or amount: denture cream. Frequency: once daily. Route: oral. Dates of use: 2004 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.